Event description:
It was reported that a revision surgery was performed due to right knee broken insert. Patient had bilateral journey I primary knee replacement on (B)(6) 2008 with no issues post operatively. Until a few weeks ago when patient complained of unstable right knee. Intra-operative inspection of the right knee showed broken ps post of the tibial insert. Implant was removed and replaced by a size 5-6 right 9mm journey bcs articular insert.